Manufacturer narrative:
A device history records review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. One non-sterile smart control 6 x 60 mm was received coiled. The unit had a kink on the tip. The brite tip was split. The outer and inner bodies were broken - not completely- close to the ID band. The outer body was broken - not completely- close to the ID band. The outer was completely broken and the inner body was intact close to the ID band. The cause for the outer and inner bodies broken close to the ID band failures could not be conclusively determined. Because the area of complete outer body separation with exposed wire would have been readily visible both upon inspection prior to packaging and by the end user when removed from the package, this condition may have occurred due to the handling and manipulation of the unit after received. The reported kinked tip was confirmed. The cause of the kinked tip, the split brite tip and the broken outer body close to the end of the hypotube failures have been determined to be packaging related. A corrective action and preventive action (CAPA) was opened to address these types of failures on smart control.

Event description:
When unpacking the smart control nitinol stent system, it was noted that the device was kinked because the protective tube was not in place. The stent was unusable. However, the product was returned and the product analysis found secondary failures. There was an area of the outer body that was cracked, an area of the outer body that was completely broken and separated exposing the inner body with outer sheath wire exposed and the brite tip was split. With follow-up investigation to determine if the conditions noted on the returned product were noted on the product as received or if there was manipulation of the product after receipt, it cannot be determined when the noted secondary failures occurred.